Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 216 mg/dl, and the meter bg reading was 559 mg/dl. Due to the inaccurate readings, the customer was unaware of rising bg resulting in vomiting, loss of consciousness and diabetic ketoacidosis (dka). Dka was considered dangerous by healthcare provider. Customer was admitted to the intensive care unit (ICU) and treated with intravenous therapy. A root cause could not be determined. During a follow-up, it was confirmed that the patient was discharged from the hospital. Details of the patient condition/additional treatment were not provided.